Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose value was over 800 mg/dl at the time of the incident. Customer¿s current blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as shocked with eyes open found with sweating, unconscious and was not responding. The customer was treated with manual injection and insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering. Customer stated that insulin pump time and date was incorrect. Customer had stop using the insulin pump. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. The customer was hospitalized for alleged high bg's, possible under delivery anomaly and time/clock anomaly on (B)(6) 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0876 inches.no under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump was programmed with the correct time/date and monitored for 3 days. No time (B)(6) 2022 00:00:00.000 daily total of all insulin delivered = 33.875 daily total of basal insulin delivered = 33.875 percentage of daily total delivered as basal insulin = 100. Daily total of bolus insulin delivered = 0. Percentage of daily total delivered as bolus insulin = 0 there was no auto suspend alarm or user suspended alarm on the event date. There was a personal reminder(108) on (B)(6) 2022 at 12:00:00.000, low reservoir alert(105) on (B)(6) 2022 at 20:10:00.000, and set change reminder(109) on (B)(6) 2022 at 21:33:00.000. The insulin pump passed the functional testing. Unable to confirm alleged high bg's. Possible under delivery anomaly was not confirmed. Time/clock anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0876 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was programmed with the correct time/date and monitored for 3 days. No time loss or time gain noted. There was no boluses delivered on the event date. 08/14/2022 00:00:00.000 dailytotals. Systemtime = 08/14/2022 00:00:00.000. Dailytotalcollectionstarttime = 08/13/2022 00:00:00.000. Daily total fall insulin delivered = 33.875. Daily total of basal insulin delivered = 33.875. Percentage of daily total delivered as basal insulin = 100. Daily total of bolus insulin delivered = 0. Percent age of daily total delivered as bolus insulin = 0. There was no auto suspend alarm or user suspended alarm on the event date. There was a personal reminder(108) on 08/13/2022 at 12:00:00.000, low reservoir alert(105) on 08/13/2022 at 20:10:00.000, and set change reminder(109) on 08/13/2022 at 21:33:00.000. The pump passed the functional testing. Unable to confirm alleged high bg's. Possible under delivery anomaly was not confirmed. Time/clock anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.